Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no unexpected stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose level was unknown at the time of the incident the customer was just sleeping and they woke up because of the alarm. The customer was unsure if buttons may have been continually pressed for more than 3 minutes. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.